Manufacturer narrative:
H4: the original device manufacture date listed as july ,22, 2000 was changed to july 22, 2020 for correction.

Event description:
See h.10

Event description:
It was reported that during a coil embolization treatment, the coil unintentionally detached during insertion in the microcatheter. Another coil was used to successfully complete the procedure. There was no patient injury or intervention. The patient¿s condition was reported as having no health damage.

Manufacturer narrative:
Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: based on a review of the last 2 years of complaint data, and at the time of this investigation, no systemic issues have been identified for this batch number that would have caused or contributed to the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. IFU review (additional information can be found in the IFU): warnings and precautions. Precaution: do not advance the delivery pusher with excessive force. Determine the cause of any unusual resistance, remove the azur system, and check for damage. Advance and retract the azur system slowly and smoothly. Remove the entire azur system if excessive friction is noted. If excessive friction is noted with a second azur system, check the microcatheter for damage or kinking. Directions for use: 21. Push the coil into the lumen of the catheter. Use caution to avoid catching the coil on the junction between the introducer sheath and the hub of the catheter. Initiate timing using a stopwatch or timer at the moment the device enters the catheter. Detachment must occur within the specified reposition time. 22. Push the azur system through the catheter until the proximal end of the delivery pusher meets the proximal end of the introducer sheath. Loosen the rhv. Retract the introducer sheath just out of the rhv. Close the rhv around the delivery pusher. Slide the introducer sheath completely off of the delivery pusher. Use care not to kink the delivery system. To prevent premature hydration of the azur system, ensure that there is flow from the saline flush. 23. Discard the introducer sheath. The azur system cannot be re-sheathed after introduction into the microcatheter. 25. Under fluoroscopic guidance, slowly advance the coil out the tip of the catheter. Continue to advance the coil into the lesion until optimal deployment is achieved. Reposition if necessary. If the coil size is not suitable, remove and replace with another device. If undesirable movement of the coil is observed under fluoroscopy following placement and prior to detachment, remove the coil and replace with another more appropriately sized coil. Movement of the coil may indicate that the coil could migrate once it is detached. Do not rotate the delivery pusher during or after delivery of the coil into the vasculature. Rotating the delivery pusher may result in a stretched coil or premature detachment of the coil from the delivery pusher, which could result in coil migration. Angiographic assessment should also be performed prior to detachment to ensure that the coil mass is not protruding into undesired vasculature.